Event description:
User said he had a p-32 error, he then checked the unit and noticed there was fluid in the weighing chamber. He was told that the p-32 alarm is due to not calibrating the unit before compounding. He was assisted with the calibration of the unit and it worked fine after that. The unit is not returned for evaluation. There was no pt involvement.